Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 43 mg/dl. The customer had not reported any treatment for the low blood glucose. Customer stated she lost her transmitter and meter. Customer¿s blood glucose level was 43 mg/dl when she woke up. The customer declined troubleshoot for low blood sugar. The product was not returned for analysis.